Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p, implanted on (B)(6) 2019; 429888 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right atrial (ra) lead failed position check and therapies were disabled. The ra lead remains in use. No further patient complications have been reported as a result of this event.